Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and short v-v intervals. A lead fracture was also suspected. Reprogramming was completed and the lead was turned off. A leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.